Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: electronic quality management system (eqms) a query was run in the eqms on 15/apr/2026 against "lot number" "6012434" and similar malfunction codes: non product related event due to prior clinical circumstances, improper product selection/treatment method, according to clinical history of the costumer (e.g., history of allergic reactions, continuing use despite known issues when using the set), clinical history - non-product event. The review confirmed that lot 6012434 was associated with corrective and preventive action (CAPA)-2226052 for inner box label 10x with incorrect information on the reference batch. However, this CAPA is not related to the reported failure mode and is not associated with any non-conformance (nc)s or capas of the same or similar nature similar complaints search: a query was run in the eqms on 15/apr/2026 against "lot number" criteria equal "6012434" and similar malfunction codes: non product related event due to prior clinical circumstances, improper product selection/treatment method, according to clinical (B)(4). Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. Retain samples testing: based on the classification of the malfunction code, this type of issue does not require visual testing, functional testing, or evaluation of retain samples, as it corresponds to categories such as "misuse, user related issues, or no malfunction alleged." Therefore, no retain samples were requested and no product testing was performed. CAPA determination assessment - conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts). Complaint unconfirmed: following investigation the reported failure could not be confirmed for this complaint. Conclusion summary of complaint investigation a comprehensive review was conducted, including eqms queries, similar complaint searches, device history record review, visual evidence assessment, and CAPA determination. No nonconforming reports (ncr)s or capas of the same or similar nature were found for lot 6012434 and related malfunction codes.one complaint was identified for this lot; however, no trend or systemic issue was detected. The manufacturing records confirmed that the lot was produced in compliance with all requirements, with no deviations or maintenance events noted. Based on the classification of the malfunction code, this type of issue does not require visual testing, functional testing, or evaluation of retain samples, as it corresponds to categories such as "misuse, user-related issues, or no malfunction alleged." Therefore, no retain samples were requested and no product testing was performed. The assessment was based on documentation only. No manufacturing or quality issues were identified. The record will be closed and monitored through routine tracking and trending.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occurred in egypt. It was reported that the patient faced bent cannula issue on (B)(6) 2026 due to which the patient faced hyperglycemia and diabetic ketoacidosis event. The patient went to emergency room and got hospitalized on (B)(6) 2026. The duration of hospitalization was less than 24 hour. The blood glucose level was 411 mg/dl and got treated with insulin pen. The patient was tested positive for ketones. Patient experienced the symptoms of vomiting and confusion at the time of the event. The patient did not had sufficient subcutaneous tissue where set is inserted. No further information available.